Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6009527 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009527 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m12 on 03-oct-2024, with a total of (B)(4) units. The sub-assembly: assembly. The lot 4j05600 was manufactured according to the wi version 27 and assembled in the quickset line, on 03-oct-2024, with a total of (B)(4) units. The lot 4j05601 was manufactured according to the wi version 27 and assembled in the quickset line, on 03-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 4j05594 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 02-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 leading to high blood glucose (bg). The site of detachment was quick release. The site of insertion was at the abdomen. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.